Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of greater than 200 ohms. Similar shock impedance measurements were noted with lead manipulation. The right ventricular (rv) pacing impedance measurements were stable. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a surgical revision was performed and the patient's rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The device remains in service.